Event description:
It was reported by service report that the scale was not accurate. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results - load cell.